Manufacturer narrative:
Concomitant medical product: dtma1d1 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead threshold measurements have been trending high. The lead is still in use. No p atient complications have been reported as a result of this event.